Manufacturer narrative:
(B)(4). Method: the complaint mr290v vented autofeed humidification chamber was returned to fph in (B)(4) for inspection. It was visually inspected and connected to a waterbag to test for leaks. Results: when the feedset tube was connected to a waterbag, drops of water began to build up at the connection between the feedset tube and the waterbag spike. Visual inspection revealed that there was sufficient amount of glue applied between the feedset tube and spike. No other visible damage was observed on these parts of the returned chamber. A lot check revealed no other complaints of this nature for lot number 110328. Conclusion: we are unable to determine what caused the leak observed. All chambers are pressure tested before they leave the production line and any holes or leaks in the feedset are identified during this process. This suggests the feedset tube of the returned chamber was damaged developed post production. Our user instructions that accompany the mr290 state the following: "set appropriate ventilator alarms." "Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient."

Event description:
A healthcare facility in (B)(6) reported that an mr290v vented autofeed humidification chamber was found leaking at the spike end. This was noticed prior to patient use.

Manufacturer narrative:
(B)(4). The complaint mr290v vented autofeed humidification chamber is en route to fisher & paykel healthcare for investigation. We will provide a follow-up report once we receive the complaint device and have completed our investigation.

Event description:
A healthcare facility in (B)(6) reported that an mr290v vented autofeed humidification chamber was found leaking at the spike end. This was noticed prior to patient use.